Event description:
A nurse reports two cracks were identified following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.